Event description:
It was reported that this right atrial (ra) lead exhibited noisy signals and high out of range impedance measurements due to a fracture. The system had previously programmed vvi as the fracture was a known issue. Technical services (ts) reviewed the device data and recommended disabling the atrial sensing and tachy discrimination. No adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this right atrial (ra) lead exhibited noisy signals and high out of range impedance measurements due to a fracture. The system had previously programmed vvi as the fracture was a known issue. Technical services (ts) reviewed the device data and recommended disabling the atrial sensing and tachy discrimination. No adverse patient effects were reported. This ra lead remains in service. Additional information was received that, during a replacement procedure for normal battery depletion for the device, this ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported outside the revision procedure.